Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after being exposed to water. Blood glucose level at the time of the incident was not provided. The customer stated that he already had a new insulin pump and did not wish to have the device replaced or returned for analysis.